Manufacturer narrative:
The customer did not return the suspected device for evaluation and no product details were provided. Therefore, the in-house testing could not be performed and the device history record could not be reviewed.

Manufacturer narrative:
The patient family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer did not provide the product details. Therefore, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
Kw 04-01-2021. The customer reported that she obtained a reading of 20 mg/dl on a contour meter. The customer consumed sugar based on this reading and had to go to an emergency room. The customer declined to provide further event details. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.